Manufacturer narrative:
Follow-up received on 14-jun-2016 quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Furthermore, the technical assessment refers also to a handling error as defect cause. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, patient had a tubal spasm. As she clamped so hard part of the catheter broke off where the gold band was in her tube. The gold band and catheter were successfully removed and essure looked like it was placed successfully. The reported tubal spasm is listed in the reference safety information for essure. Catheter breakage was considered anticipated upon receipt of the product technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, essure insertion was complicated by a tubal spasm. Considering the events occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Follow-up information will be requested.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on 13-may-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Patient had tubal spasm during attempted placement of essure. When hcp (health care professional) was clicking back on essure catheter, because the patient clamped so hard part of the catheter broke off where the gold band is in her tube and the catheter stretched out completely. Gold band and catheter were successfully removed. Essure looked like it was placed successfully in fallopian tube. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, patient had a tubal spasm. As she clamped so hard part of the catheter broke off where the gold band was in her tube. The gold band and catheter were successfully removed and essure looked like it was placed successfully. The reported catheter breakage is unlisted according to essure's reference safety information, while tubal spasm is listed. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, essure insertion was complicated by a tubal spasm. Considering the events occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.

Manufacturer narrative:
Follow-up received on 22-aug-2016: despite of follow-up attempts, no response was received to date. Company causality comment this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, patient had a tubal spasm. As she clamped so hard part of the catheter broke off where the gold band was in her tube. The gold band and catheter were successfully removed and essure looked like it was placed successfully. The reported tubal spasm is listed in the reference safety information for essure. Catheter breakage was considered anticipated upon receipt of the product technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, essure insertion was complicated by a tubal spasm. Considering the events occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Follow-up information could not be obtained.

Manufacturer narrative:
(B)(4).